Manufacturer narrative:
Trackewise# (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000429093 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 gas supply was constantly reading occlusion, opened an accessory set, reconnected btt, burping valve in btt port with a hemostat, no further issues with gas supply. There was no delay, no patient harm.